Manufacturer narrative:
Date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: a review of the black box showed multiple unexplained power on reset events. The battery compartment was cracked from the threads to the case seal on the side, and below the grip pad. The returned battery cap threads were stripped, and was unable to maintain an electrical connection. The power complaint was duplicated. A test battery cap was used to successfully complete rewind, load, and prime steps. No further power interruptions occurred during investigation. The pump cover was removed to find no intermittent conditions to the power printed circuit board, or to the continuous glucose monitoring module.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. It was noted that the battery compartment was cracked and the battery cap threads were stripped. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.